Manufacturer narrative:
Device not returned.

Event description:
It was reported that after the tvr operation, customer found that the catheter was sewed on the superior vena cava in the critical care unit. Patient was reoperated and the catheter was removed.